Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun,

Manufacturer narrative:
The reported extended charge time anomaly could not be confirmed in the laboratory. The device was tested on the bench and on the automated electrical system. No anomalies were found. The high voltage charging was found to be normal during testing. The cause of the reported field event remains undetermined.

Event description:
It was reported that the device exhibited alerts for charge time limits. It is believed that the extended charge time might be a safety issue for the patient if hv therapy is needed. The device was explanted and replaced.